Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/7/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: ¿ did this issue contribute to any patient adverse event? No, the patient did not have any adverse events. ¿ did the needles fall into the patient? Yes. If yes, ¿ was the needle piece(s) retrieved during the same procedure? Yes. ¿ were x-rays taken to locate the needle piece(s)? No. ¿ what measures were taken to retrieve the broken piece? The surgeon was able to retrieve the broken pieces using an artery needle holder and forceps. ¿ was there any additional tissue damage as a result of searching for the needle piece? No. ¿ if not retrieved, in what tissue structure the needle was retained? Is there any plan in place to remove the needle in the future? Please provide details. All needle pieces were retrieved from the patient. ¿ does a piece of the needle remain in the patient¿s tissue? No. If yes, ¿ is there any plan in place to remove the needle piece in the future? If yes, please provide the scheduled date. ¿ what tissue structure the broken needle was located? The uterus, as the needle broke during suturing/closing the uterus post myomectomy ¿ what is the surgeon's opinion of consequences to the patient? No consequences, thankfully. ¿ what was used to complete the procedure? Bbrown's novosyn suture size 1 on 40 mm needle. ¿ what is current condition of the patient? The patient is well according to the surgeon, and recovering from procedure. ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) head nurse of gynecology department's ot for (B)(6) hospital, (B)(6). ¿ please provide us with the shipping status and the shipment tracking details. Not yet shipped, I can provide the tracking details once shipped. D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a myomectomy procedure on an unknown date and suture was used. Needles of both items described above bent while the surgeon were suturing before breaking (mid needle) multiple times during a myomectomy procedure. There were two surgeons operating and the needles broke with both. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/27/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: ¿ did this issue contribute to any patient adverse event? No, there were no adverse events. ¿did the needles fall into the patient? If yes, yes. ¿ was the needle piece(s) retrieved during the same procedure? Yes. ¿ were x-rays taken to locate the needle piece(s)? No. ¿ what measures were taken to retrieve the broken piece? The surgeon was able to retrieve the broken pieces using an artery needle holder and forceps. ¿ was there any additional tissue damage as a result of searching for the needle piece? No if not retrieved, in what tissue structure the needle was retained? Is there any plan in place to remove the needle in the future? Please provide details. All needle pieces were removed from the patient does a piece of the needle remain in the patient¿s tissue? No. If yes, please answer the following: is there any plan in place to remove the needle piece in the future? If yes, please provide the scheduled date. What tissue structure the broken needle was located? The uterus, as the needle broke during suturing/closing the uterus post myomectomy what is the surgeon's opinion of consequences to the patient? There were no consequences. What was used to complete the procedure? Bbrown's novosyn suture size 1 on 40 mm needle. What is current condition of the patient? The patient is well according to the surgeon and head nurse. Please provide the source or name and title of external person providing answers to complaint follow-up head nurse of gynecology department's ot for (B)(4). Please advise regarding the status of the product return, was it collected? When it will be shipped for evaluation? The needle pieces were collected, however I am currently on leave and would like to request for an address to be to provided to ship it to once I am able to.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b1, h1. Upon review of the additional information provided, (B)(4) is no longer reportable due to duplication to (B)(4).